Manufacturer narrative:
Investigation results: the complaint of air bubbles/air in line was inconclusive because no sample was returned to bd for evaluation. Based on the description of the reported event, at the time the patient death occurred it was not mentioned that this occurred due to defective material. However, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. It was reported that the patient passed away. However, the patient¿s cause of death was not provided and therefore, it is unknown if it was related to the reported air bubbles/air in line in the three-way valve.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd connect a plus3 red air bubbles / air in line. When used, air is drawn. When did the incident occur? Unknown. Detailed incident description: follows after appointment with customer.